Event description:
Revision surgery - due to post-op continued to drain and patient was brought back to wash out and changed head and liner.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01290; 400-03-361, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.